Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files did not confirm the reported pump stop. The controller event log file contained events from 11nov2024 through 12nov 2024. The file did not capture a pump stop and no notable events or alarms were captured. The pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 instructions for use (IFU) and heartmate 3 patient handbook are currently available. Section 7 of the IFU and section 5 of the patient handbook address all system controller alarms, as well as the appropriate actions associated with them. Furthermore, these documents provide information regarding events that may cause the pump to stop and how to prevent pump stops from occurring. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 2 of the IFU, ¿system operations,¿ states that the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 lvas for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion battery pack) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Additionally, every heartmate 14 volt lithium-ion battery also has its own on-battery gauge. It shows the power level for that battery. 4 green bars = 75¿100% of battery power remains. 3 green bars = 50¿75% of battery power remains. 2 green bars = 25¿50% of battery power remains. 1 green bar = less than 25% of battery power remains. Section 3 of the patient handbook, ¿powering the system,¿ details how to check a battery's charge level, replacing low batteries with fully charged batteries, and switching power sources. Two, new, fully charged li-ion batteries provide 17 hours of support. Batteries last for less time if the user is active or emotionally stressed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was seen in ventricular assist device (vad) clinic today and reported that about a month ago they had a pump stop for more than 45 minutes. The patient thought that the pump was off when they woke up because the system controller was dark/no audible alarms with completely dead batteries. The reason for the pump stop was depleted battery power and then backup battery (ebb) power while asleep - alarms did not wake the patient. When a no external power alarm was replicated in clinic, the system controller was very quiet sounding and the white rubber connector piece was broken so a controller exchange was performed. Log files were sent for review and the event log captured some periods of pulsatility events (pi) throughout the log files. The event log did not capture any events from last month. The periodic log goes back to (B)(6) but no pump stops were noted. The patient did not experience any adverse event as a result of the controller exchange, and the exchange resolved the issue, as the audible alarm volume is louder on the new system controller.